Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When impacting the cup our distance remaining number started at 22mm and finished at 14mm proud. End effector was fully seated, our checkpoints passed, and there was not tissue behind the cup. Xray was used by the surgeon to confirm the cup was fully seated. Tha case with a slight delay to take x-rays to ensure the surgeon was happy with the cup placement.

Manufacturer narrative:
Reported event: an event regarding the inaccurate impaction values involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding proud impaction values. There were 2 other reported events ((B)(4) and (B)(4)). Conclusion: the reported proud values and impactor option selected were observed in system vplog. A checkpoint error of 2.1mm was seen in the cup reaming page, which could result from a loose base array. A further loosening of the base array during impaction could be a potential cause for the proud values seen on screen. No system malfunction was detected.

Event description:
When impacting the cup our distance remaining number started at 22mm and finished at 14mm proud. End effector was fully seated, our checkpoints passed, and there was not tissue behind the cup. Xray was used by the surgeon to confirm the cup was fully seated. Tha case with a slight delay to take x-rays to ensure the surgeon was happy with the cup placement.